Event description:
It was reported that the patient had a broken screw and possibly a broken rod. The surgeon scheduled the patient for a CT scan to decide the next course of action.

Manufacturer narrative:
No product was returned for evaluation. Imaging films were not provided to the manufacturer. With the available information, a cause or contributing factor cannot be identified.